Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure the roller pump was losing occlusion on its own. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician did not observe the roller pump to show any signs of un-occluding. The roller pump operated as intended throughout the evaluation.

Manufacturer narrative:
The reported complaint could not be confirmed. Service opted not to repair the device so no further testing was done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the pump. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Manufacturer narrative:
Per data log analysis, there were no log entries for the reported incident date of 03-dec-2019. There were entries for 01-dec-2019. There was no way to tell if the date was set correct in the log. For the reported issue, 'roller pump was un-occluding,' no log entries would be caused. Cannot confirm a pump was un-occluding from the log.